Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. 1 of 3 failed per spec. For high readings 2 remaining sensors passed per spec. With accurate readings.

Event description:
It was reported that the customer had high blood glucose levels of 175 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The threshold suspend for the insulin pump was set at 70 mg/dl. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 66 mg/dl where the actual blood glucose level was 175 mg/dl. No additional information was provided.